Manufacturer narrative:
Complete information for section a1 - patient identifier: sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed imprecise alinity I free t4 results generated on alinity I processing modules for multiple samples. The following data was provided. The following results were provided: (customer provided reference range 9-19 pmol/l). Sid (B)(6) processed on (B)(6) 2024 initial result = 20.93 pmol/l processed on (B)(6) repeat = 15.38 pmol/l processed on (B)(6). Sid (B)(6) processed on (B)(6) 2024 initial result = 24.41 pmol/l (B)(6) repeat = 14.66 pmol/l (B)(6) ). Sid (B)(6) processed on (B)(6) 2024 initial result = 21.16 pmol/l (B)(6) repeat = 14.62 pmol/l (B)(6) and 15.68 pmol/l (B)(6). Sid (B)(6) processed on (B)(6) 2024 initial result = 25.61 pmol/l (B)(6) ) repeated on (B)(6) 2024 = 11.87 pmol/l (B)(6) ) and 12.66 pmol/l(B)(6). Sid (B)(6) processed on (B)(6) 2024 initial result = 25.07 pmol/l (B)(6) ) repeated on (B)(6) 2024 = 12.82 pmol/l (B)(6) no impact to patient management was reported.

Manufacturer narrative:
Complete information for section a1 - patient identifier: sid (B)(6), and updated patient information sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This incident was also submitted for alinity I free t4(07p70-30) lot 56159ud00, see related manufacturer report number 3005094123-2024-00155-00.

Event description:
The customer observed imprecise alinity I free t4 results generated on alinity I processing modules for multiple samples. The following data was provided. The following results were provided: (customer provided reference range 9-19 pmol/l). Sid (B)(6) processed on (B)(6) 2024 initial result = 20.93 pmol/l processed on ((B)(6)) repeat = 15.38 pmol/l processed on ((B)(6)) sid (B)(6) processed on (B)(6) 2024 initial result = 24.41 pmol/l ((B)(6)) repeat = 14.66 pmol/l ((B)(6)) sid (B)(6) processed on (B)(6) 2024 initial result = 21.16 pmol/l ((B)(6)) repeat = 14.62 pmol/l ((B)(6)) and 15.68 pmol/l ((B)(6)) sid (B)(6)processed on (B)(6) 2024 initial result = 25.61 pmol/l ((B)(6)) repeated on (B)(6) 2024 = 11.87 pmol/l ((B)(6)) and 12.66 pmol/l ((B)(6)) sid (B)(6) processed on (B)(6) 2024 initial result = 25.07 pmol/l ((B)(6)) repeated on (B)(6) 2024 = 12.82 pmol/l ((B)(6)) additional data added 26mar2024: sid (B)(6) initial result = 19.55 pmol/l repeat result = 10.26 pmol/l((B)(6) ) sid (B)(6) initial result = 23.72 pmol/l repeat result = 12.95 pmol/l((B)(6) ) sid (B)(6) initial result = 28.95 pmol/l repeat result = 14.08 pmol/l((B)(6) ) sid (B)(6) initial result = 56.22 pmol/l repeat result = 13.08 pmol/l((B)(6) ) sid (B)(6) initial result = 23.54 pmol/l repeat result = 13.31 pmol/l((B)(6) ) sid (B)(6) initial result = 28.92 pmol/l((B)(6) ) repeat result = 18.90 pmol/l((B)(6) ) no impact to patient management was reported.

Manufacturer narrative:
Complete information for section a1 - patient identifier: sid (B)(6) and updated patient information sid (B)(6). Patient data added 26mar2024 updated section b. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This incident was also submitted for alinity I free t4(07p70-30) lot 56159ud00, see related manufacturer report number 3005094123-2024-00155-00.

Event description:
The customer observed imprecise alinity I free t4 results generated on alinity I processing modules for multiple samples. The following data was provided. The following results were provided: (customer provided reference range 9-19 pmol/l). Sid (B)(6) processed on (B)(6) 2024 initial result = 20.93 pmol/l processed on (B)(6) repeat = 15.38 pmol/l processed on (B)(6). Sid (B)(6) processed on (B)(6) 2024 initial result = 24.41 pmol/l (B)(6) repeat = 14.66 pmol/l (B)(6). Sid (B)(6) processed on (B)(6) 2024 initial result = 21.16 pmol/l (B)(6) repeat = 14.62 pmol/l (B)(6) and 15.68 pmol/l (B)(6). Sid (B)(6) processed on (B)(6) 2024 initial result = 25.61 pmol/l (B)(6) repeated on (B)(6) 2024 = 11.87 pmol/l (B)(6) and 12.66 pmol/l(B)(6). Sid (B)(6) processed on (B)(6) 2024 initial result = 25.07 pmol/l (B)(6) repeated on (B)(6) 2024 = 12.82 pmol/l (B)(6). Additional data added 26mar2024: sid (B)(6) initial result = 19.55 pmol/l repeat result = 10.26 pmol/l(B)(6). Sid (B)(6) initial result = 23.72 pmol/l repeat result = 12.95 pmol/l(B)(6). Sid (B)(6) initial result = 28.95 pmol/l repeat result = 14.08 pmol/l(B)(6). Sid (B)(6) initial result = 56.22 pmol/l repeat result = 13.08 pmol/l(B)(6). Sid (B)(6) initial result = 23.54 pmol/l repeat result = 13.31 pmol/l(B)(6). Sid (B)(6) initial result = 28.92 pmol/l(B)(6) repeat result = 18.90 pmol/l(B)(6) no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. Additionally, in-house testing was performed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. An increase in complaints has been observed for lot 57607ud00, however, in-house performance testing was completed which indicates the product is performing as expected. The device history record review did not identify any nonconformances, potential nonconformances or deviations associated with lot number 57607ud00 and the complaint issue. Labeling was reviewed and adequately addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 for lot 57607ud00 was identified.

Event description:
The customer observed imprecise alinity I free t4 results generated on alinity I processing modules for multiple samples. The following data was provided. The following results were provided: (customer provided reference range 9-19 pmol/l) sid (B)(6) processed on 27feb2024 initial result = 20.93 pmol/l processed on (B)(6) repeat = 15.38 pmol/l processed on (B)(6) sid (B)(6) processed on 22feb2024 initial result = 24.41 pmol/l ((B)(6) repeat = 14.66 pmol/l (B)(6) sid (B)(6) processed on 21feb2024 initial result = 21.16 pmol/l (B)(6) repeat = 14.62 pmol/l ((B)(6) and 15.68 pmol/l (B)(6) sid (B)(6) processed on 21feb2024 initial result = 25.61 pmol/l ((B)(6) repeated on 22feb2024 = 11.87 pmol/l ((B)(6) and 12.66 pmol/l (B)(6) sid (B)(6) processed on (B)(6) 2024 initial result = 25.07 pmol/l ((B)(6) repeated on 27feb2024 = 12.82 pmol/l ((B)(6) additional data added 26mar2024: sid (B)(6) initial result = 19.55 pmol/l repeat result = 10.26 pmol/l (B)(6) sid (B)(6) initial result = 23.72 pmol/l repeat result = 12.95 pmol/ln(B)(6) sid (B)(6) initial result = 28.95 pmol/l repeat result = 14.08 pmol/l(B)(6) sid (B)(6) initial result = 56.22 pmol/l repeat result = 13.08 pmol/l(B)(6) sid (B)(6) initial result = 23.54 pmol/l repeat result = 13.31 pmol/l (B)(6) sid (B)(6) initial result = 28.92 pmol/l(ai01867) repeat result = 18.90 pmol/l(B)(6) no impact to patient management was reported.

Event description:
The customer observed imprecise alinity I free t4 results generated on alinity I processing modules for multiple samples. The following data was provided. The following results were provided: (customer provided reference range 9-19 pmol/l) sid (B)(6)processed on (B)(6)2024 initial result = 20.93 pmol/l processed on ((B)(6)) repeat = 15.38 pmol/l processed on ((B)(6)) sid (B)(6)processed on (B)(6)2024 initial result = 24.41 pmol/l ((B)(6)) repeat = 14.66 pmol/l ((B)(6)) sid (B)(6)processed on (B)(6)2024 initial result = 21.16 pmol/l ((B)(6)) repeat = 14.62 pmol/l (ai01867) and 15.68 pmol/l ((B)(6)) sid (B)(6)processed on (B)(6)2024 initial result = 25.61 pmol/l ((B)(6)) repeated on (B)(6)2024 = 11.87 pmol/l ((B)(6)) and 12.66 pmol/l((B)(6)) sid (B)(6)processed on (B)(6)2024 initial result = 25.07 pmol/l ((B)(6)) repeated on (B)(6)2024 = 12.82 pmol/l ((B)(6)) no impact to patient management was reported.

Manufacturer narrative:
B. Adverse event or product problem b3 - date of event corrected to(B)(6)2024